Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for eval. The eval confirmed that the probe broke down at 17 mm from the distal end. And there was a scratch at the broken point. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The mfg history was reviewed, with no irregularities noted. As the result of eval, we have concluded that the probe presumably was scratched and cracked because the physician activated output while the probe was in contact with metal such as a clip and forceps or the physician scrape the probe with a sharp object such as a scalpel. In addition, since the physician continued to use the scratched device, the ultrasonic output warning displayed several times and the probe tip was detached. The instruction manual of sonosurg scissors mentions warnings and caution for possible mishandling mentioned above. Based upon the finding of the eval, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.

Event description:
When a physician used the subject device for an open partial gastric resection, the ultrasonic output warning displayed several times. After that, the physician continued to use the subject device, the probe broke and fell off into the pt's body. The broken piece of the probe was taken out. The physician replaced the subject device with a similar device. The procedure was completed as scheduled. There was no pt harm reported.